Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device completed first and second priming sequences earlier than expected before deactivating at pulse 43. First prime completed at pulse 33, which is earlier than expected. The downloaded data did not generate any alarms and did not show any timeouts or drive stalls. However, an abnormality was observed in the rotational sensor data. Thus, the device was reset and paired with a master pdm to deliver a 5-unit bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. However, the rotational sensor abnormality that was present in the original data replicated in the rerun data. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The drive mechanism was inspected and discovered contamination on the commutator cap. Since the rotational sensor abnormality occurred in both the original and rerun data, the contamination on the commutator cap caused first prime to complete earlier than expected, which in turn caused the cannula to not deploy.